Event description:
Caller reported multiple cartridge alarm 20s starting on august 16, 2025. There was no adverse impact to the customer¿s blood glucose level. Customer resolved each issue by reloading the same cartridge and resuming insulin. Customer service advised confirming proper technique during cartridge loading before replacing the pump and instructed to complete each step correctly and call back if the issue recurs.